Event description:
A customer contacted beckman coulter regarding falsely negative (-) serum test results from the icon ii hcgsu test kit. The customer indicated that a single pt had serum sample tested with the icon ii hcgsu test kit in 2005. The result was negative (-). The customer indicated that the pt was prescribed a hormone, provera. Early 2006, the pt returned to her family physician who noticed that the pt looked pregnant. A fetal heart beat was detected through an ultrasound test. The customer indicated that the physician was was able to determine that the pt was 10-12 weeks pregnant at the time when tested with the icon ii hcgsu test kit. The customer indicated that the projected delivery date is 03/2006. No additional info regarding this event was provided.